Event description:
On (B)(6) 2012, pt reported the buttons on the infusion device are not responding to press. She removed, reinserted, and then replaced the battery, and the infusion device displayed unsolvable e8 power interrupt errors. She was using the correct type of battery in the infusion device and confirmed the key-lock feature was not activated. Pt was advised to switch to the backup infusion device, and the primary infusion device was requested for eval. No physiological effects were reported, and she did not require treatment from a health care professional or second party to address the issue.